Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed the "system error, out of service, revert to manual CPR" error message was confirmed during functional testing. The root cause was the failed processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed during take-up, thus, the reported complaint was confirmed. The processor board needs to be replaced to remedy the system error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(6) displayed the "system error, out of service, revert to manual CPR" error message. The customer stores the platform on the emergency equipment rack in the emergency department (ER). No patient involvement.